Event description:
The patient underwent a coronary artery bypass grafting with or without valve replacement or repair wherein ostene was applied to the cut sternal bone site and the patient developed a deep sternal wound infection. No further information was reported. No further information was available at the time of this report.

Manufacturer narrative:
D4: unique identifier (UDI) #: the product code and lot number are unknown; therefore, the UDI number could not be compiled. Rabkin, d. G., md facs (2021, june 8). Effectiveness of boneseal® on bone hemostats in patients undergoing cardiothoracic surgery. Clinical trials. Https://inclinicaltrials.com/coronary-artery-bypass-grafting/nct03085017/ h11: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.